Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with presyncope episodes. The right ventricular lead exhibited loss of capture; high impedance and fracture. The patient had not been seen since (B)(6) 2015. The lead was capped and replaced. The patient's condition during the procedure was stable and fine post procedure.